Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h6.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "rupture". Later healthcare professional reported "not affected". This record is for the left side. Device was explanted and replaced. Device has been returned. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.